Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 -no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. - per gblw04003 a limited investigation is being performed. A review of the device history records will not be completed. -no problem found. Plate movement/migration would be secondary to screws pulled through the bone on one side and no alleged deficiency against the plates reported. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that a patient underwent a revision procedure approximately 2 weeks post implantation due to migration. Screws had pulled through the bone after the patient coughed. Hardware removed, washout, and rewire was performed. No additional information on the reported event is available at this time.

Manufacturer narrative:
(B)(4). Qty: 18 of locking screw 20mm magenta cat# 100.035.20 lot#ni. Qty: 6 of locking screw 18mm green cat# 100.035.18 lot#ni. Qty: 3 of h plate 6 holes concave cat# 115.602.06 lot#ni. O plate 6 holes concave cat# 115.604.06 lot#ni. Multiple MDR reports were filed for this event, please see associated reports: 3010906386 - 2023 - 00025, 3010906386 - 2023 - 00026, 3010906386 - 2023 - 00027, 3010906386 - 2023 - 00028, 3010906386 - 2023 - 00029, 3010906386 - 2023 - 00030, 3010906386 - 2023 - 00031, 3010906386 - 2023 - 00032, 3010906386 - 2023 - 00033, 3010906386 - 2023 - 00034, 3010906386 - 2023 - 00035, 3010906386 - 2023 - 00036, 3010906386 - 2023 - 00037, 3010906386 - 2023 - 00038, 3010906386 - 2023 - 00039, 3010906386 - 2023 - 00040, 3010906386 - 2023 - 00041, 3010906386 - 2023 - 00042, 3010906386 - 2023 - 00043, 3010906386 - 2023 - 00044, 3010906386 - 2023 - 00045, 3010906386 - 2023 - 00046, 3010906386 - 2023 - 00047, 3010906386 - 2023 - 00048, 3010906386 - 2023 - 00049, 3010906386 - 2023 - 00050, and 3010906386 - 2023 - 00051. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.